Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose after a lunch meal, with values up to 195 mg/dl and around 180 mg/dl in the afternoon, while otherwise in range. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included review of device use and meal announcements during a troubleshooting call and education on continuing with a normal dinner announcement given in-range values. Investigation of this case revealed no device malfunction and no component issue, with hyperglycemia of unclear cause following a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.